Manufacturer narrative:
H3, h6) the product ID: bi71000429, lot number: w1802010227 rev. 8, was returned for analysis and analysis did not confirm the reported event. The winch motor assembly was tested with a motion cart and all testing passed. It was noted that visual inspection showed normal wear. The results of analysis concluded that the winch assembly functioned as normal and no faults were found. Previously reported code b01 is applicable to this returned product analysis as well as newly reported codes, c19, and d14. H3, h6) the product ID: bi71000444, lot number: 51971747 rev. 3, returned to the manufacturer on 20-march-2024 and is pending analysis. Codes b21, c21, and d16 are applicable. H3, h6) the product ID: bi71000444, lot number: 121796580 rev. 3, returned to the manufacturer on 29-march-2024 and is pending analysis. Codes b21, c21, and d16 are applicable. H3, h6) the product ID: bi71000185, lot number: w2309250222 rev. K returned to the manufacturer on 02-april-2024 and is pending analysis. Codes b21, c21, and d16 are applicable. H3, h6) the product ID: bi71000180r, lot number: 31805507 rev. 3, returned to the manufacturer on 29-mar-2024 and is pending analysis. Codes b21, c21, and d16 are applicable. H3, h6) the product ID: bi71000442r, lot number: 111793224 rev. 2 returned to the manufacturer on 29-mar-2024 and is pending analysis. Codes b21, c21, and d16 are applicable. H3, h6) the product ID: bi71000444r, lot number: r110623022 rev. F returned to the manufacturer on 29-mar-2024 and is pending analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID's bi71000674, bi71000429, bi71000273, bi71000159, bi71000503, bi71000144, bi71000444r, bi71000442r, bi71000180r, bi71000304, bi71000185, bi71000273, bi71000199, bi71000751, bi71000674, bi71000444, and bi71000674. H3, h6: a medtronic representative went to the site to test the equipment. The door winch, cable slides, door slides, gantry and rotor motion controllers, motion interface enclosure, and the detector mfov were replaced. The system was then functional. Codes b01, c07 and d02 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The damaged covers were replaced. The s ystem passed a system checkout and was returned to an operational condition. Product line items: bi71000444 lot number 51971747 rev. 3, bi71000442r lot number 111793224 rev. 2, and bi71000185 lot number w2309250222 rev. K were returned for analysis and found to be malfunctioning. B01, c02, d02 apply product line items: bi71000429 lot number w1802010227 rev. 8, bi71000444r lot number r110623022 rev. F, bi71000444 lot number 121796580 rev. 3, bi71000180r lot number 31805507 rev. 3 were returned for analysis. Functional testing determined that they were functioning as designed. B01 c19 d14 apply medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: no products have been received by the manufacturer for analysis.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry doors were unable to fully close. The site reported it appeared as though the covers around the door were not seated fully. No additional information available at time of call. There was no patient involvement.

Manufacturer narrative:
The rotor control box , lot number: 121796580 rev. 3, was returned to the manufacturer for analysis. The rotor control box was installed in a known working system. The system did not initialized, and motion did not ready. Codes b01, c02 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.